Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, following a transcatheter aortic valve replacement procedure with a 23mm sapien 3 valve, the patient came back with stenosis and symptom of short of breath and easy fatigability. After the deployment of 23 mm s3ur valve within the sapien 3 valve, the transesophageal echocardiogram suggested severe aortic insufficiency, due to one of leaflets being stuck. The team post dilated with the same volume and resolved the regurgitation. Per the field clinical specialist, there was no allegation of any of edwards device malfunction or pre-mature failure. Patient was stable after tavr.

Manufacturer narrative:
A supplemental MDR is being submitted, due to medical records received. B4, g3, g6, and h2 have been updated. B3, b5, b7 h6: device problem, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (advanced age, medications and medical history, see b7) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, following a transcatheter aortic valve replacement procedure with a 23mm sapien 3 valve, the patient came back with stenosis and symptom of short of breath and easy fatigability. After the deployment of 23 mm s3ur valve within the sapien 3 valve, the transesophageal echocardiogram suggested severe aortic insufficiency, due to one of leaflets being stuck. The team post dilated with the same volume and resolved the regurgitation. Per the field clinical specialist, there was no allegation of any of edwards device malfunction or pre-mature failure. Patient was stable after tavr. Per the medical record, the sapien 3 valve had severely calcified aortic cusps. There was mild aortic valve regurgitation, bioprosthetic aortic stent-valve with severely restricted prosthesis leaflet motion and trace paravalvular aortic regurgitation.